Event description:
The customer's mother reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose was 88 mg/dl. Troubleshooting was done. Customer stated unable to rewind the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with motor error alarm during basic occlusion test, due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).